Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received from an advanced evaluation trial patient with an external neurostimulator (ens). The patient reported that they had some pain at the incision site and noted that they thought this would start working right away. The patient stated that they were taking medications every 4 hours and that their bandage was all red with blood on it. The patient was assisted with adjusting stimulation and was advised to follow up with their healthcare professional (hcp). Additional information was received from the patient on (B)(6). The patient reported that they were concerned that they only catheterized 4 ounces and was not able to void on their own. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.